Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented of follow up the pulse generator exhibited a premature battery depletion. The device was explanted and replaced. No additional information was available.